Event description:
Initial reporter indicated that the patient's vns battery was at end of battery life and that they were having an increase in seizures. It is not known if the increase in seizures is related to the battery depletion or something else. Unknown if the increase is above their pre vns seizure rate. The patient had their generator replaced. Good faith attempts are being made for product return and further information about the reported event.